Event description:
It was reported that a motor stall occurred due to the pt having an MRI. The event logs indicated the motor stall occurred the day of the MRI with a tube set error message two days later. A motor stall recovery message appeared over two months later. It is unk if the correct residual volume was in the pump. The pt had not experienced any withdrawal symptoms. Add'l info received reported that the pt experienced return of symptoms. A dye study was performed. The hcp could not aspirate. The pt's pump and catheter were replaced. The pt's pump contained lioresal. The pt outcome was not reported. Reference MFR report # 2182207200802297.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.